Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09/17/2019. The manufacturer¿s international service technician confirmed the reported issue. The manufacturer¿s international service technician replaced the power switch overlay to address the reported problem. The ventilator was also noted as having failed a leak test. From this condition it was determined that the replacement of the solenoid oxygen valve was required to address and correct it.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported a ventilator in which the power switch overlay had peeled off. There was no patient involvement.